Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # m5374n. Additional information was requested and the following was obtained: following a conversation with the doctor, most of the staples were delivered unformed into the tissue, few staples were out of the tissue in open shape (not b shaped). The rest of the stapled line looked ok.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon used the device to create the sleeve. The first two fires ended successfully. On the third fire, using the blue reload, the surgeon waited fifteen seconds before firing the reload and ten seconds after the firing cycle ended. When opening the jaws, she saw that the stomach was cut but not closed with staples. She used sutures to close the hole in the stomach. There were no adverse consequences for the patient reported.